Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant blister was empty (tsv4b10). It was noticed during the surgery. It was also reported that another implant was placed during the same surgery.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). One tapered screw vent implant package was returned for inspection. Visual inspection confirmed that the implant and mount were not inside the packaging, nor was the cover screw. The seal of the vial was noted to be broken. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: for use for tapered screw-vent®, advent® and trabecular metal¿ implants¿ 4869 rev 7-01/16. Information identified: product packaging all implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use. The implants are suspended on a carrier for transfer to the prepared surgical site without risk of contact contamination. Both the implant and the inner vial packaging are sterile. The label on the outer vial packaging for each implant contains a lot number that should be recorded in the patient¿s fill to ensure complete traceability of the product. A patient chart label provided containing the lot number can also be placed in the patient file for traceability. The returned photographs show the packaging of the implant, including the outer box and inner vial. It is noted that the vial is similarly opened, as it was upon return. No implant is present in the images. A singular root cause could not be determined. Alleged event is non-verifiable, as the package was returned already opened. The following sections have been updated: date of this report. Expiration date, UDI: (B)(4). Contact office - name/address. Date received by manufacturer. Type of report. Follow up type. Device evaluated by manufacturer: change ¿no¿ to ¿yes.¿ device manufacture date. Evaluation codes. Additional narrative.